Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead took twenty turns to extend the helix and the sensing was poor. The rv lead was removed and tissue was found. The tissue was removed and the rv was attempted again and it once again took more than twenty turns to extend the helix before the helix popped out. The rv lead then fell and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.